Event description:
This pt initially presented to cath with an acute myocardial infarction and 2 cypher stents were deployed in the right coronary artery (rca). Four months later, the stents were blocked and two additional cypher stents were placed in same vessel. The following year, the stents were blocked again and 2 additional cypher stents were placed to treat the restenosis. One year later, in-stent restenosis was found and four additional cypher stents were placed to treat the restenosis. Please note that this represents notification of 6 unk cypher stents. Additional info has been requested regarding all of the procedures and of the products involved, but was not available at the time of this rep0ort.